Event description:
End-user states that she has had product for over five (5) years; however, after 2 weeks of using product to wash face with eyes closed, both eyes became irritated as a result. The end-user described the irritation as an inability to open her eyes when she first wakes up in the morning as they appear to be stuck together, and because of this inability her eyes became red and itchy as a result. Lastly, end-user states that she is now able to open her eyes after washing them with warm water compresses. It is reported that end-user began to use product in the beginning of (B)(6) 2013, however, the irritation was noticed at the end of (B)(6) 2013.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. The end user stated she went to the eye doctor on (B)(6) 2013 and was given steroid eye drops to use once a day which she stated she used a few times before changing to non-steroid eye drops and eye wash, biotrue, which she uses one to two times per day. The end user stated the biotrue helps relieved the itching for a short time. The end user was advised to discontinue using the product and return to eye doctor. No additional patient/event details have been provided to date. Should additional information become available, a f/u report will be submitted. A return sample for evaluation is not expected. (B)(4). Note: the actual date of event is unknown, so the date used was the date convatec became aware.